Event description:
It was reported that during the implant procedure the doctor noted a "rough spot" on the proximal coil. It was also reported that there was a suspected apparent fracture, "gap," or "breach" of the lead's coil. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. The defib conductor was distorted. The lead was damaged at implant.